Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was a loose battery pin. Physio-control then reseated and torqued the battery pin to specification and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently power off and on by itself. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would intermittently power off and on by itself. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).